Manufacturer narrative:
(B)(4) for the reported event of tip detachment. The device has not been returned for evaluation yet; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a common bile duct stone removal procedure on (B)(6) 2013. According to the complainant, during the procedure the tip of the guidewire detached into the patient. The tip of the corewire was exposed. The detached fragment was attempted to be recovered with forceps, but fell into the patient's duodenum. The physician did not express any concerns regarding the unretrieved fragment. The procedure was completed with another device with no patient injuries reported. The patient's condition has been described as stable.